Event description:
Event description guidant received information that this implantable pacemaker (ipm) was displaying a 200f error code while being interrogated with the associated programmer. The device was observed to be pacing and sensing normally, but telemetry was unable to be established. The physician elected to explant the device and return it to guidant for laboratory analysis.